Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a bronchoscopy procedure performed on (B)(6) 2012. According to the complainant, during the bronchoscopy procedure, the nurse manager reported that when the needle was deployed, the needle came out extremely bent. They retracted the needle back up the scope and safely removed the needle. The problem occurred inside the patient. The patient did require more sedation. The case was able to be completed with another tban device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban)device was used during a bronchoscopy procedure performed on (B)(6), 2012. According to the complainant, during the bronchoscopy procedure, the nurse manager reported that when the needle was deployed, the needle came out extremely bent. They retracted the needle back up the scope and safely removed the needle. The problem occurred inside the patient. The patient did require more sedation. The case was able to be completed with another tban device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A fragment of the distal end of the working length approximately 6.5 cm was received, as the returned part of the working length had been cut by the customer prior to shipping back for the investigation. The condition of the returned unit was not consistent with the complaint incident that the device needle was bent. The needle and drive wire were removed from the sheath. The needle was not bent. The drive wire was bent just proximal to the needle. Therefore, the complaint of the needle being bent was not confirmed. A functional evaluation was not performed due to not having complete device. Most likely, due to some operational or anatomical aspect of the procedure, the distal end of the working length was kinked, and the customer assumed the needle was bent. The most probable root cause for the kinked drive wire is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. This event is no longer considered MDR-reportable, as the investigation results could not confirm the event.

Manufacturer narrative:
The reported event of the needle being bent. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.